Event description:
Reporter indicated that pt heard a "popping' sound and felt an electric jolt run through their body. After the event, the pt could not talk or move and was not able to tell anyone what was wrong, however the pt was fully awake. The pt did not have their magnet with them so the pt was taken by ambulance to the hosp. The pt was later seen by their neurologist who interrogated the device. The pt's device was found to be at the same settings that the pt was last programmed to. Lead test resulted in normal impedance reading (dc-dc code 2 and ok), indicating that the device was functioning properly. The physician programming the pt's device to off in 2002. Further follow-up revealed that the pt claimed to feel stimulation 3 hrs after the device had been programmed to off. The pt reported that this situation was less in intensity than their normal stimulation, but that they had pain in their left arm. The pt reported that since the device has been programmed to off, they had been feeling random mild stimulations but is able to stop them using the magnet. It was later reported that the pt is scheduled to have their lead and possibly their generator replaced due to a suspected break in the lead apparent via x-ray.